Event description:
On february 26th, the user contacted dario to report high blood glucose (bg) readings. The user reported that on february 24th she tested her blood glucose and received from her dario meter a high bg reading of 532 mg/dl. Due to this high reading, the user went to the urgent care where her bg level was measured with the urgent care's meter, which read 241 mg/dl. The urgent care sent the user to the emergency room. The user also reported that for the past two days, she has continued to test her bg level and has received a bg reading as high as 591 mg/dl. The user also reported that she purchased a non-dario meter, which she tested with and received a bg reading of 228 mg/dl.

Manufacturer narrative:
Initial troubleshooting with the user was attempted. The user reported that the cartridge of strips that she was using was new, and that she would try to open a new cartridge of strips and test with them. Following this information that was received from the user, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.